Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A field service engineer noticed that the controller board leds were dark, and the 2.2 solenoid was seized. Both were replaced, but it was found that the drawer board was also faulty. All drawers and slides were tested to ensure proper functionality. The top cover was opened, connections in the electronics drawer were checked, and dust was removed from under the top cover. The customer was able to log in and recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.2 failed to open as per part investigation, it was determined that there was thermal damage observed on the solenoid 12 vdc half height drawer cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter occupation and other occupation, section g manufacturing location. The reported condition of "poly2d aux 1.1 & 1.2" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that, upon verifying the customer issue, auxiliary half height drawers 1.1 and 1.2 were not detected on the bus. The controller board leds were observed to be off, and the solenoid on drawer 2.2 was seized. Both components were replaced; however, the drawer board was also found to be faulty. During dchu visual inspection o p/n 119879-01: was received with thermal damage on the coil cover. O p/n 151622-01: part received showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: part received showed no signs of physical damage, fluid ingress, loose or missing components during dchu testing o p/n 119879-01: no further testing was required due to thermal damage found during the external inspection. O p/n 151622-01: failed the dmm testing due to low resistance measurement measured between tp502 and tp505. P/n 151630-01: failed the dmm testing due to high resistance on component f201. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "poly2d aux 1.1 & 1.2" was determined to be a faulty "solenoid 12 vdc hh drawer cubie", p/n 119879-01, which exhibited thermal damage in the coil cover and consequently compromised the proper operation of the drawer. A shorted diode d501 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality. A faulty pcba pmc v1.06/v0.09bl hh due to an open fuse f201, which prevents the proper functionality of thew board.